Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin, during the load sequence. Troubleshooting was performed. And the issue was verified. However, customer declined to load a new cartridge to address the event. And continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 305 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.